Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
76 year old male with history of coronary artery disease (cad) presented with acute myocardial infarction/cardiogenic shock (ami/cs). On 10/2 they underwent emergent placement of impella cp via right femoral artery (rfa) with high-risk percutaneous coronary intervention (hrpci) of left anterior descending (lad) and left main (lm) coronary arteries. On 10/10 they exchanged the impella cp to impella 5.5 (double barrel technique) motor current spike and change in waveforms noted during a bolus administration of heparin with immediate self-resolution. On 10/19 patient was agitated earlier in the morning and tried to get up resulting in an ¿impella in aorta¿ alarm. Bedside echo was inconclusive. Patient had to be reintubated and sedated. Team was advised that pump positioning should be corrected as soon as possible. Alarm was silenced in the mean time while heart team debated whether to continue impella support or explant. Ultimately, team decided to explant so on 10/19 device was weaned and explanted without incident.